Event description:
Pt undergoing outpatient surgical procedure for removal of lesion eyebrow. As physician started to use cautery pencil, arc occurred causing a flash. Towel folded across pt's eyes caught fire. Oxygen was being administered per canula at the time of the event. Fire was immediately extinguished. Pt sustained burns to face, nostrils and mouth. Pt was intubated and transferred to a hospital with a burn unit.